Event description:
Complainant alleged that during monitoring of pt (age unknown) the device intermittently powered off and displayed "ECG lead off" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.